Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up with complaint of what was believed to be phrenic nerve stimulation. Upon device interrogation, no capture threshold for the left ventricular lead was noted. All possible vectors were tested at maximum output and no capture on the ventricle was observed. Programming changes were made to deactivate the left ventricular lead and programmed rv only with long delays because patient is not pacer dependent. The patient was stable.

Event description:
New information received notes that the left ventricular lead was capped and replaced on (B)(6) 2019. The patient was stable before and after the procedure.